Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg displayed a replace generator message indicating the ipg had reached end of life. The next course of action is undetermined at this time.

Manufacturer narrative:
The reported event of replace generator message was confirmed. As received, the battery voltage was below the elective replacement indication (eri) voltage threshold and the ipg had declared end of service (eos). The root cause of the reported observation was due to the implantable pulse generator (ipg) having normal battery depletion and reaching its normal end of life (eol). The ipg failed the proclaimxr battery warranty evaluation ¿ the device failed to meet the programming requirements as it was used in continuous mode and exceeded the amplitude limits. Based on the analysis of normal end of life this is no longer considered a reportable event.

Event description:
Additional information was received indicating the system was explanted on an unknown date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.